Event description:
Stent was deployed in the superficial femoral artery. During deployment the stent foreshortened so another stent was needed to be deployed to cover the lesion. No pt injury. Note, this device was being used off label, as it is indicated for use in the biliary tree.